Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with defibrillation electrodes. The representative reports that during a code blue call in qld diagnostic imaging at (B)(6), the staff wanted to attach tyco-medi-trace multifunction pads to the patient but when the outer packet was opened and then the foil was opened, they noticed that the plastic backing was stuck to the pad. Therefore, they were unable to use the pads on the patient and a replacement was used. This issue did delay intervention by less than a minute and the patient survived. All packaging was in place upon opening and they had been stored in the air conditioned area of ICU. The pads were closed to expiration (07/2013).

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.